Event description:
In 2009, the patient reported that his blood glucose was elevated to over 400 mg/dl and he felt nauseated. His physician advised him to inspect his infusion device. The stated that he does not believed the infusion device is delivering insulin. He stated that the a1 (cartridge low) alert and e1 (cartridge depleted) error were displayed by there was 111 units of insulin remaining on the insulin cartridge. He stated that he bolused 20 units of insulin and there were still 111 units of insulin remaining. He changed the battery and he stated that the piston rod will not retract. The patient switched to his backup infusion device an his blood glucose returned to normal (100-150 mg/dl). The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.